Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97715 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type implantable neurostimulator product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient received their replacement recharger. The patient received no device found when trying to locate the ins. During the call, the patient successfully initiated a charging session with excellent recharge quality. The patient denied any falls or trauma. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back stating they received the recharger. The patient was provided education. The patient still had some poor recharge quality but was able to maintain good/excellent charging once the recharge was repositioned. The patient was advised to charge, monitor for issues, and call back if the issues persist.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Refer to regulatory report #2182207-2021-01077. The patient had two implanted systems, this ins and ins serial #: (B)(4), and it was not clear which implanted system the issue occurred with. The referenced report pertains to the patient¿s other system. Follow-up has been performed and an update will be sent with additional information. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. It was reported that she went to get her devices adjusted and was unable to use device. Pt stated she has recharged and it also shows the time is wrong and is not sure what happened. Pt states her ins is working and cannot get stimulation to turn off and has been happening for almost a week. Pt states she just sees no device found. The pt was advised to charge while on the phone. Pt was seeing no device found. Pt stated she did see good at one point and the screen jumped over to a new screen which said poor recharge quality. Pt stated the controller was charging and was at 100%. The patient's ins was only at 30% on the phone. It was advised that they cannot change the date and time as the ins was too low. Pt states her problem was spinal cord stimulation (scs) was on and could not shut off. Walked pt through turning stimulation off. Pt stated she still felt the stimulation. Pt stated it flashes green and then goes to orange and just goes in circles but nothing happens. Pt stated she was feeling stimulation even though it said scs was off. Pt states its been more than a week, maybe 2 weeks. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.